Event description:
Intermittent visible forceful jolting from my husbands pacemaker for an unk period in the early afternoon. He had a headache, weakness and exhaustion. He began to take a nap before the end of episode. Event occurred for about ten mins before he moved close to his monitoring device as he was getting a bandage changed. Heart rate, beginning on (B)(6) 2021 went higher for two days. It went from 62 to 71 on (B)(6) and 72 on (B)(6). Heart rate post nap after the incident was 63 and 64 this morning.